Event description:
It was reported there were telemetry issues. 2.5 months ago, the patient started having problems turning off his implantable neurostimulator (ins) with the patient programmer. The patient could sometimes turn the ins on and off with the recharger. About two months ago the recharger and patient programmer completely stopped working. There was also telemetry failure with the physician programmer. When a normal recharge session was attempted, a "reposition antenna" screen was shown. The last time the patient recharged the ins was the last time the ins was turned off and it was 3/4 charged. It was possible to start the physician recharge mode. It was reported there was a shocking or jolting sensation. The patient felt a shock at the ins site when the physician programmer was used at the clinic. The programmer was off and not connected to the ins when the shock occurred. When it was attempted to interrogate the ins with the physician programmer again the patient felt a shock again. The shock was felt when the patient was both sitting and standing. It was noted that palpitating the device did not cause a shock and the patient had not felt a shock by the ins previously. It was also noted the patient had lost a significant amount of weight over the past couple of years and the ins location had dropped. It was later reported an x-ray was taken and "all looked good." The physician recharge mode successfully charged the device to 100% and the unit was "turned back" on (B)(6) 2012. It was noted the patient had good stimulation coverage and was doing well.

Manufacturer narrative:
Product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).